Manufacturer narrative:
No product returned for eval. Therefore, no conclusion can be drawn.

Event description:
Experiencing pain and pressure when stomach muscles are stressed. Has a recurrence with another hernia.